Manufacturer narrative:
Corrections to fields b3 and g3.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump persistently displayed alert 41, identified as an insulin shaft rewind error and an insulin absolute range error, which reappeared after each restart and prevented a supply change even with the reservoir compartment empty; the user discontinued pump use and transitioned to injections, while continuing cgm through the dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery from the device and a temporary change in therapy to injections. Investigation included review of the complaint history and logistics tracking, user guidance to shut down the device via the menu to avoid further alerts, and replacement of the ilet with instructions regarding data non-transfer and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.